Event description:
Lead was explanted due to no impedance measurement and no pacing capture after device reset. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the devices was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection of the solia s 53 showed multiple signs of abrasion. There were cuts in the insulation 10 cm, 13 cm and 25 cm distal to the is-1 connector pin. Furthermore 16 cm and 25 cm distal to the is-1 connector pin the outer conductor coil was found deformed. The inner insulation was torn 13 cm distal to the is-1 connector pin. The damages indicate mechanical forces applied during the explantation procedure. The mechanical analysis was not properly feasible as the stylet could not be inserted properly. The electrical analysis did not show any peculiarities. The visual inspection of the solia s 60 showed multiple signs of abrasion. There was a cut in the insulation 26.5 cm distal to the is-1 connector pin. Furthermore 14 cm distal to the is-1 connector pin the outer conductor coil was found deformed. Moreover the insulation was pulled out of the connector. The inner conductor coil was deformed 1.5 cm distal to the is-1 connector pin. The damages indicate mechanical forces applied during the explantation procedure. The mechanical analysis was not properly feasible as the stylet could not be inserted properly. During the electrical analysis the pacing impedance was measured <200 ohms which resulted from the damaged insulation in the connector region. No further peculiarities were found. In conclusion, the analysis of the lead showed multiple explantation damages. The investigation did not reveal any irregularity that might have contributed to the reported clinical observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.